Manufacturer narrative:
Event/implant dates estimated. The patient deaths referenced will be filed under a separate medwatch report #. The additional device referenced is being filed under a separate medwatch report #. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect(s) of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary procedures. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: differential cutoff points and clinical impact of stent parameters of various drug-eluting stents for predicting major adverse clinical events: an individual patient data pooled analysis of seven stent-specific registries and 17,068 patients

Event description:
It was reported through a research article identifying xience prime and xience v that may be related to the following: patient death, thrombosis, myocardial infarction, revascularization, and rehospitalization. This article summarizes clinical outcomes of 1,934 patients that were treated with xience prime stents and 3,053 patients that were treated with xience v stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "differential cutoff points and clinical impact of stent parameters of various drug-eluting stents for predicting major adverse clinical events: an individual patient data pooled analysis of seven stent-specific registries and 17,068 patients."